Event description:
Customer states they are getting unexpected positive reactions with one pt sample at the week d phase using immucor anti-d (monoclonal blend), series 4, lot 504690. Repeat testing with a different vial of the same lot of reagent also resulted in positive reactions (2+ to 3+). Testing with ortho anti-d resulted in negative reactions. Testing was performed by tube method. No transfusions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Customer returned product and sent a specimen from the pt for investigational testing. Testing was performed with returned (open "a" and "b" vials) and retention anti-d series 4, lot 504690, using red cells of various rh phonotypes, including weak d red cells; the expected reactivity was observed in all phases of testing. The pt specimen was tested with a variety of MFR's anti-d reagents, including returned and retention anti-d series 4, lot 504690. The specimen was nonreactive with all anti-d reagents at all phases of testing, including weak d.